Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that she had mixed success. The patient reported that most of the time it didn¿t work. The patient reported that she maybe had 10 continent days. The patient reported that she had improved but only 20-30%. The patient reported that she had been to her healthcare provider (hcp) several times for reprogramming. The patient reported that the trial worked the best she had 10 perfect continent days. The patient reported that she was on program 4 at 1.4v and was feeling stimulation. The patient reported that she went to her hcp on the day prior to the report and he gave her program 4 and 1. The patient reported the hcp said to give it a couple of days and if it didn¿t work to try program 1. The patient reported that program 3 tended to work for her the best on 1.8v. Additional information was received from the hcp and it was reported that it was unclear what the cause of the lack of therapy/intermittent therapy. The hcp reported that the patient had the best response during the test phase and external generator. The hcp reported that they interrogated the device and adjusted the programs many times.